Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical use of the system was unknown when the issue occurred. Customer reported that the fluoroscopy was not possible. The philip¿s onsite service was cancelled as the case was raised on the wrong equipment number. To date, no further information was received. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint and confirmed that the issue with the fluoroscopy not being possible did not occur on this system. It was confirmed that the service order was opened on the incorrect device. As the issue did not occur, philips did not perform any work on this system and the service order was closed. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that, fluoroscopy was not possible. It is unknown if the system was in clinical use. No harm has been reported to philips.